Event description:
Medtronic received a report that a solitaire encountered resistance in the distal end during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). Ischemic cerebral infarction right m2: mrs (pre-operative) 1, mrs (postoperative) 1, tici (pre-operative) 3, tici (postoperative) 2b. The patient was treated with a tpa. Number of passes for the device (solitaire) 0. The patient¿s vessel tortuosity was strong. The product was used in ais treatment. When attempting delivery via phenom21, significant resistance was encountered around the m1 area, making delivery to the lesion difficult. Both the aorta and ic were highly tortuous, which significantly delayed the delivery of phenom21, and there was a possibility of deformation in the catheter shaft. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.